Event description:
A pump alarm 20 was reported during the loading process. There was no adverse impact to the customer's blood glucose level. The customer followed instructions from technical support, attempting to load a new cartridge, but the alarm recurred, preventing the resumption of insulin therapy. Consequently, the decision was made to replace the pump, which was confirmed to be under warranty. The customer will use multiple daily injections as a backup therapy, and arrangements were made to return the malfunctioning pump using a pre-paid label.